Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer.

Event description:
A patient with an implantable neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that her ins is not helping and she had tried turning up/down. It was reported that the device had never really worked since implant. The patient stated that her healthcare provider (hcp) recommended that she change programs, but the patient did not know how to do this. The manufacturer call center walked the patient through changing programs and discovered the device was turned off. Patient was able to get device turned on and switched from program 2 to program 1. The patient was also advised to change the batteries in the programmer as it was taking longer to get the programmer to work. A follow-up letter from the hcp indicated that the issue had not yet resolved and diagnostic tests had not yet been performed, but the patient was going to try adjusting stimulation and changing programs. Patient status is unknown at the time of this report.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3037, serial# (B)(4), product type programmer, patient.

Event description:
Additional information was received from a patient on (B)(6) 2017. A poor communication screen and poor communication were reported beginning a week and a half prior to the report. The patient initially stated that their patient programmer (pp) was not working ¿again¿, and then clarified that ¿again¿ meant they were talking about the same issue. It was confirmed that the antenna was secure and synced with the patient¿s implantable neurostimulator (ins) but the issue was not resolved. The antenna was unplugged and the pp was placed directly over the ins, but the issue was not resolved. The patient was sent a replacement pp and stated that they would be seeing their healthcare professional (hcp) on (B)(6). It was noted that the patient had been very sick and had bad migraines but they confirmed that these symptoms were not related to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.